Event description:
Reportedly, a 19mm valve was explanted after an implant duration of approximately 0.10 months (3 days) due to aortic regurgitation (ar). The customer reported that the patient was admitted to the hospital for heart failure. A 19mm valve was implanted for minimally invasive cardiac surgery (mics) aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2012. After the avr, level I paravalvular leak was observed from two areas at the right-coronary cusp. The customer was monitoring the patient. Then at the night of (B)(6) 2012, level ii+ regurgitation was observed on transthoracic echocardiography (tte) and non-coronary cusp of the valve was found to be not moving much. Blood pressure dropped and re-avr was performed. On (B)(6) 2012, the valve was explanted and replaced with a different 19mm valve.

Manufacturer narrative:
Evaluation summary attached: no inconsistencies detected in the valve received as the leaflets were intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to research and development for functional testing on (B)(4) 2012. Patient (B)(4) paravalvular leak. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The echocardiography as received was provided to and interpreted by an independent 3rd party consultant. At last contact, patient was recovering and was being transferred to another hospital. No further information was available. A follow up report will be submitted as soon as the additional testing is complete.

Manufacturer narrative:
On (B)(4) 2012, research and development completed the functional test and concluded with the following - this valve was explanted on the 3rd day due to aortic regurgitation. Independent evaluation of the echocardiography recording found: "there is mild-to-moderate paraprosthetic ar that appears stable between iotee and the tee the following day. Although it is certainly possible for ar to affect diastolic opening of the anterior mitral leaflet, it probably does not affect the motion of an aortic cusp (because the direction of the jet passes by but probably cannot directly impact on the aortic valve cusps). Images acquired in 3d could not be reviewed. However, available images suggest that all three aortic valve leaflets probably had normal motion, and the appearance of abnormal motion on the acquired long-axis view might be best explained by artifact due to off-axis imaging (not directed through the commissural edge of the leaflet)." All leaflets opened and closed fully. The reported leaflet "not moving much" could not be replicated. Edwards' standardized in vitro testing demonstrates a 2.9% total regurgitant fraction (trf), which is more than three times lower than the 10% allowance per (B)(4) for this size of valve.